Manufacturer narrative:
The investigation was completed on 16-oct-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, brown reddish material was observed inside the pebax; however, no external damages were observed on this section. Also, the photo does not provided sufficient information related to the temperature issue reported by the customer, and therefore, no results can be obtained from it. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed blood inside the pebax and a hole exposing internal components. The root cause of the damage could be related to improper handling; however, this cannot be conclusively determined. There are control inspection points to avoid these issues. The temperature and impedance test was conducted and the device was found to be working correctly, with no observed temperature or impedance issues. However, the pebax condition may have contributed to the reported invalid temperature readings by the customer. The pebax issue reported by the customer was confirmed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the picture provided. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood in the distal part of the shaft¿ and the ¿biosense webster inc. Analysis finding of the ¿blood inside the pebax and a hole exposing internal components¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood in the distal part of the shaft¿ and ¿invalid temperature readings¿. In addition, the ¿biosense webster inc. Analysis finding of the ¿blood inside the pebax and a hole exposing internal components¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax exposing internal components. Initially it was reported that there were invalid temperature readings on the smartablate generator. The catheter cable was replaced without resolution. The catheter was replaced and the issue was resolved. The physician was also concerned and stated there was blood in the distal part of the shaft, inside the catheter, unable to be wiped away. There was no patient consequence reported. Additional information was received. The agilis 8.5 french sheath was used. No difficulty experienced while maneuvering the catheter or during the withdrawal. Doesn¿t look like the pebax/force spring was physically damaged. No wires or components exposed on the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-oct-2023, there was blood inside the pebax and a hole exposing internal components. This event was originally considered non-reportable, however, bwi became aware of the hole on the pebax exposing internal components on 16-oct-2023 and have assessed this returned condition as reportable.